Manufacturer narrative:
The samples were collected in edta plasma tubes. On (B)(4) 2010 the cartridge was calibrated and qc was run immediately. Although the qc shifted up the results were within the labs established ranges. The customer replaced the reagent cartridges with a new reagent cartridge. Service was not requested since the new reagent cartridge resolved the issue. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high %hemoglobin a1c (hba1c) results generated synchron lxi 725 clinical system. The results were reported out of the laboratory and questioned by the physician. A new reagent cartridges were reloaded on the analyzer and calibrated. Qc results were within established ranges. The initial samples which had been retained for one week were rerun and lower results were obtained. Amended reports were issued. Patient treatment was not impacted by this event.